Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 600 mg/dl at the time of event. Customer stated that they treated with manual injections. Customer stated that their most recent blood glucose level was 185 mg/dl after corrections. Customer stated that due to this they went to diabetic ketoacidosis. Customer stated that their transmitter was not working. Customer stated that it was not flashing green when connected to sensor. The device will not be returned for analysis.